Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the available information, a cause for the reported air embolism and cardiac arrest could not be determined. Additionally, reported air embolism and cardiac arrest are listed in the instructions for use as known possible complications associated with mitraclip procedures. The additional therapy / non-surgical treatment and treatment with medication(s) were the result of case-specific circumstances, as CPR was done on the patient due to the reported issues, and medication was given after resuscitation. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report air embolism and cardiac arrest. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3. The steerable guide catheter (sgc) was inserted, but while crossing the septum, it was noticed that air had entered the patient. The patient then went into cardiac arrest and required CPR. The patient was able to be resuscitated and medication was given. Due to the patient¿s health, the physician decided to remove the sgc and discontinue the procedure. It was noted that the air embolism rectified itself over a short period of time. The patient was in stable condition following the procedure. No additional information was provided.